Event description:
It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was ventricular tachycardia and cardiogenic shock.

Manufacturer narrative:
The device was returned for evaluation. The device voltage was above elective replacement indicator (eri) level upon receipt. Device image and session records indicated the device was within normal range of operation. Further analysis performed found no anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.